Manufacturer narrative:
The initial report was inadvertently checked off as product problem. The correct classification for this report is adverse event. Has been updated with the correct information.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. The material used to build the external components of the contour blood glucose monitoring system meter kit will not cause allergic reactions if the product is used as intended. The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided. Since the product information was not provided, serial #, model # and expiration date in section and device manufacture date in section were not captured.

Event description:
The customer alleged having an allergic reaction while using a contour blood glucose monitoring system. No further event details were provided. The device is not expected to be returned for evaluation. Follow-up attempts were performed with the customer, however, no further information was received.